Event description:
During an atrial fibrillation ablation, a farawave catheter was selected for use. During preparation, white fingerprints were observed on the handle. The catheter was replaced and procedure was completed with no patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.